Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. In a product experience report received on 06/18/2018, it was noted that the rv impedances elevated at times on trends in (B)(6) 2017-(B)(6) 2018. On (B)(6) 2018, lead safety switch occurred due to rv lead impedance of greater than 2,000 ohms. On lead testing in bipolar configuration, rv lead impedance remained at greater than 2000 ohms. Noise was recreated with myopotiental movements. Noise detected was measuring at the highest of 4 mv, r-wave at the lowest on trends measured 7 mv. Patient was less than 1% ventricular paced, therefore sensing r-wave was most important. There were no adverse effects to the patient and there was no pacing inhibition. The physician was dr. (B)(6) at (B)(6) at (B)(6) australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).